Event description:
Dialysis completed. As pt was getting own blood returned, they became unresponsive. No pulse detected and CPR begun. Code 99 called. Pt could not be ressucitated and was pronounced 37 minutes after code began.